Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 2.1 was broken. A field service engineer found that auxiliary half height drawer 2.1 had failed when the customer tried to inventory medications. The engineer reseated the row board cable at the 622 connection and tested it to resolve the issue. Additionally, they tested all drawers and slides to ensure proper functionality, opened the top cover to check connections in the electronics drawer, and removed dust from under the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary pockets attempted to release but were not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.